Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) episodes due noise on the atrial lead were noted. The noise was reproducible by arm movement. The device was reprogrammed and the patient was stable.